Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment of a fault with the universal serial bus (usb) operation. However it was noted that corrosion was evident insider the programmer. It was further noted that the programmer failed right antenna test and spots were noted on the right side of the display. The device shall be scrapped due to the corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.